Event description:
It was reported that a screw backed out postoperatively due to failure of a 2-level cervical plate locking mechanism. This was confirmed by x-ray. Note: patient did not mention any falls or trauma, had been laying around. The patient underwent revision surgery with no further post operative complications reported. This is the first reported issue of this nature, no trend at this time.